Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) spikes 3 weeks post operatively; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the report. There is no mention of system failure. There is also no information provided regarding the device implantation procedure (or associated complications), device positioning, or any postoperative complications or medications used by the patients that may have affected iop. Possible root cause is that an increase in postoperative iop is an established risk associated with device implantation that is clearly stated in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A director of operations reported that the facility's surgeons have patients that experienced multiple iop spikes post operatively with the microstent implant. The initial couple weeks are consistently presenting very well; however, the iop spikes have occurred with an impressive spike around the 3 week mark. There were 3 surgeons identified as having this issue. This report is for 3rd of 3 surgeons.